Event description:
Consumer complaint of low blood results. Customer normally is 75-85mg/dl at this time of day. Lowest result from memory was 39mg/dl. Based on parkes error grid analysis, the bias between the lowest result given (39) and the normal result (75) is located in zone c. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).